Event description:
Boston scientific received information that the right ventricular (rv) lead threshold measurements have increased gradually. No noise or out or range impedance measurements have been observed. An x-ray was performed and revealed an underinsertion of the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.